Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.